Event description:
It was reported that three (3) homechoice cassettes were damaged. It was further described as ¿looked like knife cuts or razor cuts in the cassette tubing close to where the tubing is attached to the cassette¿. This occurred prior to using the devices for peritoneal dialysis therapy. The individual packaging and carton were not damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Surface marks were observed next to the tackweld of the cassettes. The surface marks are caused by grippers during the automation assembly. These surface marks are not considered a defect and part of the manufacturing process. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.